Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-may-2024. The most recent information was received on 15-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("swollen abdomen") in a female patient who had essure inserted (lot no. C64467) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), pain ("lots of pain throughout the body"), fibromyalgia ("for many years I have had a lot of fibromyalgia-like pain throughout my body"), fatigue ("severe chronic fatigue"), migraine ("migraines"), amnesia ("memory loss") and flatulence ("excessive flatulence"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, fibromyalgia, fatigue, migraine, amnesia, abdominal distension or flatulence. The reporter commented: for many years I have had a lot of fibromyalgia-like pain throughout my body. I have had numerous tests but nothing comes of it. I have had numerous physiotherapy sessions but that doesn't help anything. I have extreme fatigue which means that as soon as I get home I no longer have the fortitude to do anything. I push myself during the day because I have to get work done but as the day comes to an end it's more complicated. I have many migraines, some memory problems, a swollen abdomen, excessive flatulence I hadn't put my finger on the essure problem at all and only thought about it when an acquaintance to whom I had just spoken about the device informed me that it had been removed from circulation. A few weeks/months later I delved into the subject and now after research, reading, discussions I am convinced that my pain comes from the device. So I just decided to have the implant removed. These are new steps that I am going to start I hope this all goes away with the removal of the essure implant. Batch no.: c64467. Production date: 2014-06-06. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 04-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("swollen abdomen") in a female patient who had essure inserted (lot no. C64467) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), pain ("lots of pain throughout the body"), fibromyalgia ("for many years I have had a lot of fibromyalgia-like pain throughout my body"), fatigue ("severe chronic fatigue"), migraine ("migraines"), amnesia ("memory loss") and flatulence ("excessive flatulence"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, fibromyalgia, fatigue, migraine, amnesia, abdominal distension or flatulence. The reporter commented:for many years I have had a lot of fibromyalgia-like pain throughout my body. I have had numerous tests but nothing comes of it. I have had numerous physiotherapy sessions but that doesn't help anything. I have extreme fatigue which means that as soon as I get home I no longer have the fortitude to do anything. I push myself during the day because I have to get work done but as the day comes to an end it's more complicated. I have many migraines, some memory problems, a swollen abdomen, excessive flatulence I hadn't put my finger on the essure problem at all and only thought about it when an acquaintance to whom I had just spoken about the device informed me that it had been removed from circulation. A few weeks/months later I delved into the subject and now after research, reading, discussions I am convinced that my pain comes from the device. So I just decided to have the implant removed. These are new steps that I am going to start I hope this all goes away with the removal of the essure implant. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.